Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. An error code did not occur during testing. However, found no video image due to a faulty printed circuit board.

Event description:
A user facility reported to olympus that an "e error code" was displayed. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the e error code was due to a pc card issue. The likely cause of the "no video image," found on the device evaluation, was failure of the patient board due to deterioration associated with the age of the device.